Manufacturer narrative:
The long bipolar grasper instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
It was reported that during central processing, the long bipolar grasper instrument had a damaged black wire at the distal tip. There is no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cut on the instrument was identified during central processing, not during surgery. The cable was not broken in half, and there were no exposed wires or insulation damage. There was no loss of cautery, thermal damage, or arcing observed. The procedure was completed using the same instrument, and no fragments fell inside the patient. The instrument was inspected before use with no issues noted, did not collide with other tools. There was no issue removing the instrument from the cannula and was removed smoothly. The device is available for return, but no photos or video are available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the long bipolar grasper instrument to perform failure analysis (fa). Fa was able to confirm/reproduce the reported complaint. The instrument was found to have damaged conductor wire insulation at the grip hub. There was no fragmentation of the insulation, and the internal conductor wires were not exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation.

Event description:
Refer to h11 for follow-up information.